Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the heat was not working properly as if cautery was not effective. They checked all machine settings and even swapped it out to make sure it was working but it felt like there was less heat energy produced than normal. Reportedly, the active cord was properly attached to the snare and no issues were noted with the handle and cautery pin. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be fine.